Event description:
It was reported that during a video assisted lobectomy procedure, the staples were not fully crimped in the center of the staple on the pulmonary vein. A clip applier was used to complete the case with no patient consequence. A small amount of blood loss, but not enough for a transfusion.

Event description:
A baxter representative contacted global technical services (gts) insisting that the home patient's (hp) homechoice (hc) machine be swapped out. A technical service representative (tsr) contacted the hp and care giver (cg). The cg stated the hp was having low drain volume alarms which were cleared by the cg turning the hc off and having the hp move around. The cg stated the hc overfilled the hp a few days ago. The cg stated the drain volume was 4000mls. The hp's fill volume was 2500mls. The values meet the criteria for an increased intra peritoneal volume (iipv) event. The hp stated he did not feel overfilled at the time because he had drained out previously. The cg stated it was not the first time the hp was overfilled. The hp stated that when he gets overfilled, his belly gets large. The cg stated the hp has gained 4 pounds previously from being overfilled. The tsr advised the hp and cg to contact gts for assistance troubleshooting the alarms.

Manufacturer narrative:
Evaluation summary: the device was evaluated by the product analysis lab (pal) for the reported case of an increased intra peritoneal volume (iipv). The reported iipv was not confirmed in the logs and not duplicated during the evaluation. The probable cause was undetermined. The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the reported condition. The device was routed to the service area. CAPA is currently open for the reportable malfunction of overdelivery/iipv.

Manufacturer narrative:
Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the overfill incident. The nurse stated the home patient (hp) is well known for having repeated issues with low drain volume alarms. The nurse did not know how the hp resolved those alarms, however, she stated the hp keeps personal logs of his therapies. Product surveillance contacted the home patient (hp) and the care giver (cg) regarding the overfill situation. The cg stated they did not bypass any low drain volume alarms. Rather, the cg had the hp stand up and move around to drain out. The cg stated they received the new home choice machine the previous night and did not have any problems for the first night's therapy. There was no patient injury or medical intervention reported. The hp is doing well on therapy at the time of this report.CAPA is currently open for the reportable malfunction of overdelivery.